Event description:
A customer reported to baxter an issue of a misassembled minicap found before use. The customer reported that the foam with iodine was not inside of the minicap. The product was not used on a patient. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was not confirmed and the root cause could not be determined. A sample evaluation was performed and the povidone iodine was contained in the sponge within the minicap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This product is not distributed in the us and does not have a 510(k) number.